Event description:
It was reported that breakage occurred. The target lesion was located in the left circumflex artery. An 8f guidezilla ii guide extension catheter was selected for use. During the procedure, breakage was noted on the device when used and procedure was completed with a different device. No complications reported and patient was stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection revealed numerous severe kinks to both the hypotube and shaft of the device. There was blood present in the shaft. Microscopic inspection revealed no further damage or irregularity. Product analysis could not confirm the reported event as there was no detachment or separation of the device. The device was returned intact, but the shaft and hypotube were found to be severely kinked.

Event description:
It was reported that breakage occurred. The target lesion was located in the left circumflex artery. An 8f guidezilla ii guide extension catheter was selected for use. During the procedure, breakage was noted on the device when used and procedure was completed with a different device. No complications reported and patient was stable.